Event description:
Device issue: none. Adverse event: restenosis. Time of adverse event: 3 months post procedure. It was reported via trial that on (B) (6) 2009, the pt underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B) (6) 2010, the pt experienced unstable angina that required revascularisation of in-stent restenosis via deployment of a second stent within the xience stent. The symptoms resolved and the pt was discharged on (B) (6) 2010. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.